Event description:
Caller reported experiencing cartridge alarm 30 with back-to-back cartridges on september 11, 2025. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support verified that the customer was following proper load technique and decided to replace the pump. The customer was informed about receiving a pump with updated software and was advised on using a g7 sensor with the new pump. Instructions for returning the problematic pump and putting it into storage mode were provided, and the customer acknowledged understanding of these steps. There was no backup therapy available, so the customer planned to reach out to a healthcare professional.